Event description:
It was reported black liquid was located in the videoscope during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the angulation was locked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.